Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance due to fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that the rv lead had a subclavian crush. It was noted that the patient is a bigger person and left-handed, which is the same side as the implant site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.